Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, both right atrial and ventricular leads were attempted to be implanted and replaced. No reason was given. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2017 stated that during procedure, the leads exhibited capture, sensing, and helix anomaly after multiple attempts to implant. The leads were not used and replaced. The patient was doing well during and post operation.